Manufacturer narrative:
H.6 investigation summary material #: 363095. Lot/batch #: 2277403. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Additionally, retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality were not under statistical control for the month of (B)(6)2023. Tubes in question expired at the time of this review and further clinical evaluation is precluded. Bd quality will continue to monitor sample quality complaints. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® 9nc 0.109m plus blood collection tubes that there was missing additive. The following information was provided by the initial reporter: stage: after being collected, it is sent to the laboratory for inspection defect: produces fibrin filaments quantity: 13 sticks. Impact: the cost of the department increases, and the patient needs to be re-collected.

Event description:
It was reported that while using the bd vacutainer® 9nc 0.109m plus blood collection tubes that there was missing additive. The following information was provided by the initial reporter: stage: after being collected, it is sent to the laboratory for inspection. Defect: produces fibrin filaments. Quantity: 13 sticks. Impact: the cost of the department increases, and the patient needs to be re-collected.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.